Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The mother stated that she attempted an infusion set change after the hospitalization, but the insulin pump kept alarming no delivery during the prime. The mother felt that the hospitalization was caused by the infusion sets being worn at the time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.